Event description:
It was reported that the lead dislodged because the sleeve was not properly fixed. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.